Manufacturer narrative:
(B)(4). The device will not be returned for analysis, as the device has been discarded; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01316.

Event description:
It was reported that the patient underwent a revision procedure of the right hip approximately one month post implantation due to subsidence of the femoral stem after limb length discrepancy was noted. During revision, a crack in the upper femoral shaft and the greater trochanter developed. These were repaired and final components were replaced without further complication. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon reassessment of the reported event, the shell was determined to be not reportable as the shell did not contribute to the reported event. The stem subsided leading to limb length discrepancy. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, the shell was determined to be not reportable as the shell did not contribute to the reported event. The stem subsided leading to limb length discrepancy. The initial report was forwarded in error and should be voided.